Manufacturer narrative:
Attachment: nikolas saratzis, et al. Carotid artery stent placement with embolic protection: single-center experience. J vasc interv radiol 2007; 18:337-342. The device is not returning. The lot number was not identified; therefore, a device history record review could not be performed. (See scanned pages).

Event description:
Device malfunction: none. Symptoms/ae: minor neurological complications. Time of symptoms: postoperatively. The following event was noted during literature review: a patient experienced reversible minor neurological complications described as motor arm deficit and was hospitalized for close surveillance until the neurological complications had completely resolved. There were no findings on the CT scan of the brain and the patient was discharged one week later. No issues with the devices were reported. Though requested no additional information was available.